Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tibial broaches are missing the "o" ring that provides the resistance that keeps the stem trial tightly connected.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the two submitted device confirmed the reported missing component. The root cause of the missing component is unknown. A complaint database search did not reveal any trend of missing "o" ring components. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.